Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the second drawer in the auxiliary unit does not fully open, making it difficult to access the last row of cubies. The drawer appears to be misaligned, suggesting that the rails may be loose. A field service engineer conducted an inspection of the station and replaced both rails due to a failure. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system station drawer not opening fully. A customer has indicated that patients experienced delays in obtaining medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA: 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was unable to fully open. The field service engineer replaced both rails due to their failure. Although the retractor band was separated, it was successfully reattached without any damage. Additionally, the inspection component was upgraded to a new type to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system auxiliary station drawer not opening fully. It is hard to get to the last row of cubies. The drawer feels uneven like the rails are loose. A customer has indicated that patients experienced delays in obtaining medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.